Event description:
Staff report: the patient was being re positioned for the second part of the surgical procedure and when dr went to remove the split leg holder, the clamp cracked and the leg holder fell. Dr was able to move his leg/feet and did not get injured. He was also able to catch the patient's leg preventing injury. Clinical engineering analysis: this is the third time this model of clamp has broken during surgery. As far as we can tell, the table was not being moved at the time of the failures but the patients were being positioned on the table. The metal fractured and has a very grainy, crystalline appearance. The fracture was in the same area on all three. The instructions for use indicate this attachment is rated for up to 400 lb. Patients. Patient was (B)(6) lbs. Manufacturer response for leg holder attachment, skytron (per site reporter): they think it broke as a result of interference with the hydraulically operated bed. Our staff accounts are not consistent with this.